Event description:
The pt reportedly experienced loss of lock with the device. The center performed troubleshooting. External equipment was exchanged and programming changes were attempted. The problem was not resolved. Surgery to explant the pt's device has been scheduled.